Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to sections: d8, d9, and h4. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not reproduce the error code with no image. The root cause could not be conclusively specified. It was presumed that water/moisture invaded the device and image sensor unit /patient circuit board (pcb) inside the connector was broken by the water, causing the suggested event. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): bf-1th190 operation manual chapter 3 preparation and inspection:3.8 inspection of the endoscopic system: inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Event description:
It was reported, the broncho videoscope exhibited no image with an error code message. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.